Event description:
It was reported that posterior and distal femur did not grow after the patient was implanted gkotz prosthesis (B)(4). The surgeon suspected that distal screws (cat # 6641-0-050s, lot # lmc938) which were inserted into the distal component are limiting factors for growth of the distal bone.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. An evaluation of the device cannot be performed as the device remains implanted. If additional information becomes available, it will be submitted in a supplemental report. (B)(4): remains implanted.

Event description:
It was reported that posterior and distal femur did not grow after the patient was implanted gkotz prosthesis ((B)(4)). The surgeon suspected that distal screws(cat # 6641-0-050s, lot # lmc938) which were inserted into the distal component are limiting factors for growth of the distal bone.

Manufacturer narrative:
An event regarding non-growth of a distal femur involving hmrs cortical bone screws with a custom-made growing prosthesis construct was reported. Although the screws prevented the actual growth of the distal and posterior femur, the screws are considered to have been used off-label as the IFU for the custom-made growing prosthesis construct does not indicate use of these screws for this custom-made application. The custom-made femoral component will undergo a phase 3 investigation. Based on the provided information it has been determined that this event is associated with an off-label application.